Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the sr8 cue probe was visually inspected upon receipt and was found to be in poor physical condition. The reported issue of black on the ultrasound due to the probe is confirmed. The ultrasound produced has multiple dark vertical lines in the image. The root cause is due to an internal failure of the probe.

Event description:
It was reported black on the ultrasound due to the probe. 01/10/2024 it was found during an investigation that the ultrasound produced has multiple dark vertical lines in the image.